Manufacturer narrative:
Co examined the device and observed an intermittent failure of the adapter to discharge. Further investigation revealed an intermittent contact in the discharge switch. The device was removed from service and the customer was shipped a new unit. Section a: several unsuccessful attempts were made in acquiring patient information and history from the reporter.

Event description:
ICU personnel were attempting to perform a sychronized cardioversion. Allegedly the adapter would not discharge. A back up adapter was obtained, used and the pt was successfully cardioverted.